Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: is tissue pad being sent back for analysis with rest of device? Or was tissue pad discarded?

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the tissue pad of the device fell off into the patient. It was recovered and there were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4):is tissue pad being sent back for analysis with rest of device? No, it was recovered and discarded.(B)(4)

Manufacturer narrative:
(B)(4). Batch # m92928. The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.